Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigma resection procedure, anastomosis was incomplete on second day; test during op was okay. No further info is available. The case was converted to an open. Info received on (B) (6) 2010: pt had to be reoperated 1-2 days after surgery due to an anastomotic leak. The bleeding was overstitched by hand. No info regarding blood transfusion. The health status of the pt is well. The surgery was done by experienced surgeon. The surgeons stated that the device functioned normally during surgery, no complications with the instrument, staple line was complete. Leakage test during surgery was ok. No further info are available. Requested the following info on 4/20/2010: the initial event info states that, "the case was converted to an open. "Can you please confirm that the case was converted to open during the initial procedure and the pt returned 1-2 days later with a leak. Received the following info on 4/21/2010: regarding converted to open: this was done two days later.